Manufacturer narrative:
Batch review performed on 15 january 2026. Ball heads: mectacer 01.29.203 mectacer head biolox delta dia.28 12/14-l (k112115) lot 2515046: (B)(4) items manufactured and released on 18-jun-2025. Expiration date: 04-jun-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: versafitcup dm 01.26.2854mhc double mobility hc liner d 28/dmg (k09226) lot 2523294: (B)(4) items manufactured and released on 09-oct-2025. Expiration date: 21-sep-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: amistem p 01.18.411 amistem-p lat stem size1 (k173794) lot 1908458c: (B)(4) items manufactured and released on 03-feb-2025. Expiration date: 19-jan-2030. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Cup: versafitcup 01.26.54mb versafitcup metalback dm d 54 mm (k083116) lot 2515046: 100 items manufactured and released on 18-jun-2025. Expiration date: 04-jun-2030. No anomalies found related to the problem. To date, 80 items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection about 1 month and a half after the primary surgery. All components revised.